Event description:
No additional information received. Material#:309653 batch#:2298574 , 2278725. It was reported by customer that while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 ¿m, not consistent with materials used in our manufacturing process. Verbatim: while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. A preliminary laboratory investigation (pli) was initiated; microscopic examination of the particle compared to the materials used during the method at lyell did not reveal any conclusive source of the particle. The outcome of the pli indicated that materials and operations in the laboratory were likely not the source of the particulate. A review of process operations was performed to further evaluate potential source. The particle was considered greater than 40 ¿m in size as it was visible to the naked eye unaided by magnification. Based on this size assumption the boundaries of possible entry in the manufacturing process were established to be between the 40 ¿m filtration step prior to sample collection and filling of the final drug product vials, and the collection of the appearance testing sample. The final drug product vials are examined by manufacturing staff for foreign particles, homogeneity, and vial integrity prior to and after filling. No particles or anomalies were observed in the filled drug product vials by the manufacturing staff. The particle was sent to a 3rd party analytical laboratory for identification testing. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 ¿m, not consistent with materials used in our manufacturing process.

Manufacturer narrative:
(B)(4) follow up: it was reported a particle was observed during evaluation of sample clarity. Preliminary data provided by the customer indicates that the particle appears to be a clump of thermally degraded cellulosic fibers. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a brown color material with no uniform shape. No other information could be obtained from the photo. While we can confirm there is foreign matter, we are not able to confirm the source of the thermally degraded cellulosic fibers came from the syringe manufacturing process. Our processes do not include any cellulosic fiber related materials. A device history record review was completed for provided material number 309653, lots 2278725 and 2298574. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, the source of the foreign matter could not be determined.

Event description:
Material#:309653. Batch#:2298574 , 2278725. It was reported by customer that while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process. Verbatim: while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. A preliminary laboratory investigation (pli) was initiated; microscopic examination of the particle compared to the materials used during the method at lyell did not reveal any conclusive source of the particle. The outcome of the pli indicated that materials and operations in the laboratory were likely not the source of the particulate. A review of process operations was performed to further evaluate potential source. The particle was considered greater than 40 m in size as it was visible to the naked eye unaided by magnification. Based on this size assumption the boundaries of possible entry in the manufacturing process were established to be between the 40 m filtration step prior to sample collection and filling of the final drug product vials, and the collection of the appearance testing sample. The final drug product vials are examined by manufacturing staff for foreign particles, homogeneity, and vial integrity prior to and after filling. No particles or anomalies were observed in the filled drug product vials by the manufacturing staff. The particle was sent to a 3rd party analytical laboratory for identification testing. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process.

Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material (2944) patient problem code: f27 ¿ no patient involvement. Batch 2278725 : created on 2022-10-05. Batch 2298574: created on 2022-10-25. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.